Event description:
It was reported that the pump battery was unresponsive and the customer was unable to turn the pump on before it was reported as being stolen. There was no adverse impact to the customer's blood glucose level. No troubleshooting could be completed regarding the reported issue as customer no longer had access to the pump.